Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to significant reduction of iridocorneal angles associated with excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. Patient's last ucva was 20/25.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).